Manufacturer narrative:
Continuation of d10: product ID wr9220 lot # serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd:, UDI#: h3: analysis of the wireless recharger (s/n: (B)(6) revealed no anomalies were visually observed. Complaint confirmed. Led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they tried to charge the implanted neurostimulator the other day and the recharger worked at first and then stopped. Now they were seeing rapid scrolling lights up and down on the battery. The patient said they tried resetting the device but that did not resolve the issue. An email was sent to the repair department to replace the device.